Event description:
The x-tack deployment was successful however upon completing the placement of the tacks and using the large cinching suture to close the site, the large cinching suture failed to deploy and had to be removed with endoscopic scissors.